Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was not confirmed. Additionally, other evaluation findings include the following: failed leak test at the video connector, rubber of the packing cab was damaged, and the label on the rear cover had. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." The most likely cause of the additional findings was due to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head did not have an image when plugged into the tower. There were no reports of patient harm.